Manufacturer narrative:
H.6. Investigation: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 14 retention samples and all passed. The returned sample did not show the reported defect. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that before use of the pen needle 32gx4mm 14 pack was noticed with air occluded during priming. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: one pen needle was noticed with air occluded during priming. Defected product didn't used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the pen needle 32gx4mm 14 pack was noticed with air occluded during priming. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: one pen needle was noticed with air occluded during priming. Defected product didn't used.